Event description:
Sorin group rec'd a report that during a procedure, the s5 mast roller pump displayed motor controller error messages and stopped. Power cycling the pump did not resolve the issue. The clinician hand cranked the pump until change out could occur and the case was completed. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in tokyo(B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that during a procedure, the s5 mast roller pump displayed motor controller error messages and stopped. Power cycling the pump did not resolve the issue. The clinician hand cranked the pump until change out could occur and the case was completed. There was no pt injury. The investigation is on-going. A f/u report will be sent when the investigation is complete.